Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: it was reported that device had to be switched during ventilation with no further information. According to the logs, a technical event: 233005 (pressure sensor tolerance) occurred. No health impact or consequences.